Event description:
On an unknown date a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). The patient began duodopa therapy in (B)(6) 2019. On (B)(6) 2025, the patient complained of abdominal pain and an internal pull of the peg tube. It was reported that when the peg was pulled out, the peg tube would get sucked back inward. The patient went to the emergency room and the beginning of a bezoar was found. It was reported that the patient was instructed to rinse with water. The patient was discharged and referred to another hospital that knows the system.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j tube placement. Health effect clinical code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.